Event description:
The customer reported positive blood cultures on a mononuclear cell (mnc) product post-collection. The blood cultures of the product grew pseudomonas and methylobacterium. The customer chose not transfuse the product, so the patient had to be remobilized for collection. The additional collection was scheduled for (B)(6) 2013. The patient's full ID is (B)(6). The customer declined to provide patient's age and weight. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to positive bacterial cultures in the collected blood product.

Manufacturer narrative:
Investigation: per the customer, this was the third day of collection. The first two collections were fine with no positive cultures. The first two collections were collected using cobe spectra white blood cell kits on (B)(6) 2013, lot# 08v15285 and 11/06/2013, lot# 08v15260. The customer was unable to determine a root cause for the bacterial contamination through the ir investigation. Per the customer, the donor was tested and has no bacteria, so was not the source for the positive culture. They looked at their process and the collection, and nothing appears to be out of the ordinary. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for the bacterial contamination include but are not limited to:- undetected bag or tubing set leak-misassembled set causing system to not be functionally closed-use of non-aseptic techniques.